Event description:
The reporter indicated that all was well at implant and follow-up two months ago. Today, telemetry reports lead impedance, "high" repeatedly. Pacing and sensing thresholds are very good, iegms clean, manipulation of pacemaker in pocket and upper body isometrics revealed no problems. Pt is asymptomatic. Impedance measured with atrial outputs at 3.5 v and 4.0 v with same result. Diagnostic counters show 6% atrial pacing, 94% tracking (3 degree hb), cvil reached 5000 times.